Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/8/2021. The following information was requested, but unavailable: please provide the lot number of the 7-0 suture involved. How many times did suture breakage occur with the 7-0 suture during this procedure? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number of the 7-0 suture involved. How many times did suture breakage occur with the 7-0 suture during this procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. The suture was broken during ligation. There were no adverse consequences to the patient. Additional information has been requested.